Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and unexpected a17 alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had unexpected restart alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.